Event description:
This is a case report from the scientific literature monitoring (bonnaig ns, casstevens ec, freiberg r. Posterior knee dislocation following septic arthritis of the knee. Geriatr orthop surg rehabil. 2012 mar; 3(1): 45-7): a 59 year old male presented to the emergency department with the acute onset of right knee pain, effusion, and 102 degrees fahrenheit fever. Physical examination also revealed limited knee range of motion, tenderness to palpation along the joint line, and pretibial edema with open lesions on the left leg. There was a history of 2 corticosteroid and 3 hyalgan injections into the knee for osteoarthritis the last of which was 10 months previously. He had longstanding history of sarcoidosis, leucopenia, anemia, and congestive heart failure. Lab values at presentation revealed a white blood cell count of 6.2 thousand cells/ml, and erythrocyte sedimentation rate of 88 mm/s, and a c-reactive protein of 5.6 mg/l. The patient's knee x-rays revealed severe, bilateral tricompartmental osteoarthritis and joint aspiration revealed 2 ml of turbid material a white blood cell count (wbc) of 25,000 wbc/mm3. The gram stain demonstrated gram-positive cocci. A magnetic resonance imaging of the knee was obtained while waiting for the gram stain and revealed a large effusion, cartilage loss, intact cruciate ligaments, and increased signal suggesting edema in the distal femur and proximal tibia. With the diagnosis of septic arthritis, he was taken to the operating room for arthroscopic-assisted irrigation and debridement (I&d) within 12 hours of his initial presentation. Intraoperatively, there was noted to be thickened yellow synovial fluid and the cruciate ligaments were intact. Synovial debridement was performed using an anteromedial working portal. There was no evidence of sarcoidosis in the knee and no tissue sample was sent for pathologic eval. Cultures ultimately grew (B)(6) and postoperatively he was treated with intravenous nafcillin based on the sensitivities obtained. His physical examination continued to demonstrate a knee effusion, tenderness to palpation, and development of a flexion contracture without any varus or valgus deformity. Based on the continued pain and physical examination findings, the pt returned to surgery for one more arthroscopic and 2 open I&ds. Six weeks later, the patient's antibiotic regimen was switched from nafcillin to linezolid due to nafcillin-induced acute interstitial nephritis. Three months later, it appeared that his infection had been successfully eradicated with normalization of his erythrocyte sedimentation rate to 22 millimeters per second and c-reactive protein to 0.06 milligrams per liter. The knee had a range of motion from 5 millimeters per second and c-reactive protein to 0.6 milligrams per liter. The knee had a range of motion for 5 degrees to 100 degrees of flexion throughout his postoperative course, and the patient was noted to walk with an antalgic gait but up to this point no ligamentous laxity had been noted on physical examination. However, follow-up x-rays at this 3-month postoperative visit revealed that he had sustained a nontraumatic posterior knee discoloration. The knee is at present irreducible via closed methods, and the patient is currently awaiting open reduction and knee arthrodesis. Reference MFR report: 9610200-2013-00009.